Event description:
Consumer called to report inaccurate readings with her plink meter. Analysis run on clark error grid mean avg. Reading (210) as reference vs. Bd readings (24, 395) yielded data points in the ec zone of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.